Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that a patient faced a bent cannula due to which she experienced high blood glucose level. Therefore, she tried to treat it with a bolus via the pump which did not help and on (B)(6) 2021, the patient went to the emergency room and stayed there for few hours. Subsequently, she was admitted to the hospital due to high blood glucose level. She had high ketone levels which her healthcare professional assessed as dangerous/life threatening. Moreover, the infusion set had been used for over three hours (under one day). Further, the patient was transferred to the intensive care unit. During hospitalization, she received fluids of saline, insulin, and unspecified medication (drug name unknown) as corrective treatment which later brought her blood glucose level down to normal range and resolved the issue. On (B)(6) 2021, the patient was released from the hospital with no permanent damage. Secondly, on (B)(6) 2021, the patient again went to the emergency room due to same issue and stayed there for few hours. Subsequently, she was admitted to the hospital due to high blood glucose level. She had high ketone levels which her healthcare professional assessed as dangerous/life threatening. Moreover, the infusion set had been used for over three hours (under one day). Further, the patient was transferred to the intensive care unit. During hospitalization, she received fluids of saline, insulin, and unspecified medication (drug name unknown) as corrective treatment which later brought her blood glucose level down to normal range and resolved the issue. On (B)(6) 2021, the patient was released from the hospital with no permanent damage. Thirdly, on (B)(6) 2022, the patient again went to the emergency room due to same issue and stayed there for twelve hours. She had high ketone levels which her healthcare professional assessed as dangerous/life threatening. Moreover, the infusion set had been used for over three hours (under one day). While the patient was in the emergency room, she received fluids of saline, insulin, and unspecified medication (drug name unknown) as corrective treatment which later brought her blood glucose level down to normal range and resolved the issue. On the same day of admission ( (B)(6) 2021), the patient was released from the hospital with no permanent damage. Moreover, for all the three event the patient's blood glucose level was above 500 mg/dl and the fourth issue also occurred within those three months. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.